Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained from the device evaluation. During the evaluation, the reported image loss was not duplicated even if the subject device was fully angulated up/down/right/left, the universal cord and the video cable of the subject device were twisted, or the distal tip was warmed. Water or chemical solution could not intrude inside the subject device as it passed water leak test. The exact cause of the reported event could not be conclusively determined, but the phenomenon might be caused by ordinary wear and tear of the video connector board as it had been used over four years, or foreign material was temporarily adhering to the contact point of the video connector of the subject device and/or video system center.

Manufacturer narrative:
This device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The manufacturing record of the subject device was reviewed with no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the image of the subject device became disappeared during a laparoscopic sacrocolpopexy procedure. The user disconnected and reconnected the subject device to the video system center, but there was no improvement in the image. The user replaced the subject device with another device and completed the procedure. There was no patient injury associated with this event reported.